Event description:
While running hepititis core, htlv, and hcv assays, the last digit of a sample barcode was dropped. A field service engineer was dispatched. No death or serious injury was associated with this event.